Manufacturer narrative:
Device labeling for reuse.

Event description:
Patient's parent called in 2009, to report that the patient was seen and treated for a corneal ulcer in the left eye. The patient had been wearing acuvue oasys with hydraclear product since 2006, and utilizing a daily wear schedule prior to the event. The treating eye care professional reported that the patient presented in 2009, with a "sore os x1 day." Doctor noted cell and flare ac/ iritis, infiltrates and a mid-peripheral cu os. The patient was treated with tobradex ointment tid, zymar gtts q15 minutes x 6hrs, then q30 minutes for the remainder of the day and q1hr the following day. The patient was instructed to d/c contact lens wear. Follow up visit two days later: a/c quiet. Zymar gtts qid and tobradex ointment qid. The patient continued to d/c contact lens wear until 2009, at which time, the patient resumed acuvue oasys wear without further event. A lot history and visual exam of the product in question was completed and indicated that the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No additional information is available at this time. If add'l info is received, will report within 30 days of receipt. MDR events are reviewed in quarterly management review meetings.